Manufacturer narrative:
The device has not been returned. Once the device evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that the hahn tapered implant failed due to failure of osseointegration. The patient presented with the issue on (B)(6) 2023 for a procedure on tooth #11. The implant was placed on (B)(6) 2023 and explanted on 07/06/2023. Occurrence of event is after healing abutment placement/after 2nd stage of surgery. 2nd stage surgical exposive was on (B)(6) 2023. Patient experienced infection and granulation /fibrous tissue around the implant. Unknown if the symptoms resolved after the removal. Implant was replaced after removal with hahn 3.5x13. Patient has type ii diabetes and is controlled with medication. Patient has stage ii class a periodontitis. Patient's bone quality is type IV and has good oral hygiene.

Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed for lot#6119509 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the stock product for hahn tapered implant lot#6119509 is not applicable for review since the issue is customer related. Investigation methods/results customer has not returned the reported device for review to date. However, the non-visual device investigation has been completed. Root cause "loss of osseointegration" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." Correction - b5 describe event or problem, b7 other relevant history, h1 type of reportable event, h4 device manufacture date.

Event description:
It was reported that the hahn tapered implant failed due to loss of osseointegration. On (B)(6) 2023, the patient presented for primary procedure on tooth #11. The implant was placed on (B)(6) 2023 and explanted on (B)(6) 2023. Occurrence of event is after healing abutment placement/after 2nd stage of surgery. Patient experienced infection and granulation /fibrous tissue around the implant. Patient does not have a permanent injury. Implant was replaced after removal with hahn 3.5x13. Patient has type ii diabetes and is controlled with medication. Patient has stage ii class a periodontitis. Patient's bone quality is type IV and has good oral hygiene.

Manufacturer narrative:
Additional data: b1, b2, b7, h6 (health effect - clinical code, and type of investigation codes) corrected data: a2, b5, d9, g1, h6 (investigation findings code, and investigation conclusions code) the device investigation has been updated and the results are as follows: stock product reviewed results there was no stock product from lot#6119509 available for review. Investigation methods/results the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø3.5 x 13 mm (70-1154-imp0007) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the threading of the implant. (See attached images). The complaint is verified based on the returned part(s) but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Per the reported information, the patient has a history of type ii diabetes controlled with medication, bone type IV and periodontitis stage ii class a. (B)(4). Manufacturer reference: (B)(4).

Event description:
It was reported that the hahn tapered implant failed due to loss of osseointegration. The patient's bone quality is type IV and has good oral hygiene. On (B)(6) 2023, the patient presented for primary procedure on tooth #11. On (B)(6) 2023 at 2nd second stage surgical exposure was done. The patient returned on (B)(6) 2023 after healing abutment placement/after 2nd stage of surgery and upon examination the provider discovered infection and granulation /fibrous tissue around the implant and the device was removed due to loss of osseointegration and the implant was replaced with same size. The patient does not have a permanent injury, and no additional medical/surgical procedure was required.